Manufacturer narrative:
(B)(4). The sample was received and evaluated. A visual inspection was performed on each and no obvious defects were found. A manual bubble point test was performed on each dialyzer and leakage at the venous header and bubbles flowed out the dialysate port. This confirms the complaint.

Event description:
A customer reported to baxter (B)(4) that the dialyzer fail the test. It can not pass during the second time reused. No patient injury or medical intervention was reported along with this complaint.